Event description:
On (B)(6) 2010 patient reported he was hospitalized in (B)(6) because he had an infection in his foot. Patient stated because of the infection, his readings went up to the 300-400's mg/dl. Patient's normal blood glucose range is 100-160 mg/dl. While at the hospital, patient reported he continued to bolus to bring the readings down and the nurse assisted him with programming a temporary basal rate increase of 30%. Patient stated that after the infection was cut out and he started to heal, the readings also came down. Patient reported he had been on antibiotics also to help fight the infection. Patient stated his infusion device was working fine throughout the whole hospitalization and the device actually helped control his readings or they would have been much higher. Patient reported the infusion device did not give any errors to indicate a malfunction and there was no infection or irritation at the infusion site. Product was replaced and requested return of the suspect product for evaluation.